Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305110 and lot number 0051124. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Probable root cause. It could be possible that while passing the needle through the stopper vial/ cartridge the needle got clogged with the stopper material. During the manufacturing process a vision system is inspecting 100% all the products for clogged needles. With regards to the foreign matter in the syringe no sample was received; therefore, probable root cause could not be offered.

Event description:
It was reported that the bd precisionglide¿ needle experienced foreign matter in the device cannula. The following information was provided by the initial reporter: caller reported seeing something floating in syringe. Fine, hair-like shard floating in syringe after insulin was added. Number of occurrences: did issue cause any injury? No. Did customer require medical intervention? No.